Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open colostomy closure, it was observed that the knife stopped halfway through when returning, and the jaws did not open. It was further reported that there was a strange sound when the knife was returned.) The jaws opened and closed by the manual override lever. When looking at the staple line, it was found that the staple of the tip was malformed, so the intestine was resected again using signia. Afterwards, anastomosis was possible. The cartridge color was white. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) . Date sent: 2/23/2026. D4: batch #a9856l. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60w reload (a) loaded on the device. The reload (a) was received partially fired 4/5. Additionally, three more gst60w reloads (b, c, & d) were received unfired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury when the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described of difficult to open, would not reverse knife automatic, non specific noise, tissue trauma- no intervention required could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. No abnormal noises were noted during functional testing. The staple line and cut line were complete and the staples met the staple release criteria. Additionally, photo was provided and they showed a device 60mm with a white reload loaded, the bailout activated, and three white reload along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9856l, and no non-conformances were identified.